Manufacturer narrative:
The device has not been rec'd by this MFR. An eval has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The 02/2007, 15-month trend report for this product family, inclusive of all failure modes, was reviewed; no adverse trends were noted.

Event description:
It was reported to boston scientific corp in 2007 that after the placement of a polyflex esophageal stent on a male, "the stent folded and, upon an attempt to reposition it, the mesh of the stent got broken". After the deployment of the stent, the physician "found a fold at the proximal part of the stent and the stent was placed below the fistula". As the physician attempted to "pull the stent with (a) rat tooth forcep so as to cover the fistula, the mesh of the stent got broken". The stent was placed successfully over the fistula. "Due to the broken meshes, the pt started complaining about retro-sternal pain and breathing problem(s)." The pt's condition got worse after 15-20 mins; therefore, the physician decided to remove the stent. The pt's condition was reported as "normal".